Event description:
A bmp sales rep reported that he recently learned about an incident that occurred several months ago. A pt underwent initial placement of a tj tube in the radiology dept. The nurse was not aware of the initial placement and followed the tube's instructions for use to confirm that the balloon was intact. The water was pulled out of the balloon, the volume checked, and replaced back into the balloon. It was reported that the balloon was positioned outside the stomach resulting in leakage of gastric contents into the peritoneal cavity. The pt eventually expired. Ballard medical products has no first-hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.